Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8590-1 lot# n261206, implanted: 2010 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was sick and lost sixty five pounds from (B)(6) 2012 to (B)(6) 2013, it was not device related. This however caused the pump to come out of the pocket and starting in (B)(6) 2013 the patient was experiencing pain. The pump had been going under the patient¿s ribs and when she stood up she would feel it pop out. It was reported in (B)(6) 2013 the health care provider (hcp) told the patient they would have to go in to revise the pump but they were letting the patient decide when to do it. The device system was used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy.